Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that six months after the dental implant was placed, in ada site #29 of the patient¿s mouth, non-osseointegration was observed. Implant was torqued at 35ncm. Patient presented bone type ii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that six months after the dental implant was placed, in ada site #29 of the patient¿s mouth, non-osseointegration was observed. Implant was torqued at 35ncm. Patient presented bone type ii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.